Event description:
It was reported that the ballon catheter intra-aortic balloon (iab) pump stopped working. There was a clot in the balloon.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).